Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported the lot number. Attempts have been made to obtain additional info. (B)(4).

Event description:
A user facility reported that the haptics of intraocular lens (iol) "came out", the lens dislocated and was exchanged. Additional info has been requested.